Manufacturer narrative:
Pump log review: the complaint did not specify a date when the pump was not infusing so the analysis above shows random selection of infusions in the pump logs to analyze and verify they performed as expected. All infusions selected in this analysis delivered as expected. Engineering observes several replace_battery alarms and the first occurrence of a replace battery alarm on (B)(6) 2024 and 13 more instances following that date. The alarm does indicate battery capacity is degraded, and the battery should be replaced. Evaluation/conclusion: engineering cannot confirm the customer¿s claim on the pump not infusing and evaluates the pump logs confirm infusion delivered at the expected rate within the delivery tolerance as programmed. Furthermore, engineering evaluates the pump is performing correctly in detecting and alarming when there is an occlusion detected in the lines and in alarming of a low battery and replace battery alarms. This device appears to be operating correctly as per design. As mentioned in the system operating manual, the corrective action for a replace battery alarm is to replace the battery and then perform the biomed change-battery actions. Engineering recommends service center replace the battery and identify the battery manufacturer and lot number. The battery was replaced and the reset key was pressed. The pump then passed all performance verification tests. The probable cause for the complaint is a defective battery.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received.

Event description:
The event occurred on an unspecified date and involved a plum 360¿ infusion pump where it was reported that the pump does not infuse. There is unknown patient involvement and unknown adverse event / human harm.